Manufacturer narrative:
Returned product analysis revealed that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found severe damage to the distal edge of the stent. Three struts on the first row were bent back proximally. This type of damage is consistent with the delivery system encountering some form of restriction. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
This complaint is now reportable based on the analysis completed on 05/21/2008. It was reported that during a coronary drug eluting stenting treatment procedure the 2.50x24mm taxus liberte drug eluting stent (des) was unable to cross the 95% stenosed severely calcified and mildly tortuous left anterior descending artery (lad). The procedure was completed with another of the same device with no patient complications reported. However, returned product analysis revealed severe damage to the distal edge of the stent.